Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(6). (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged out of the annulus during the final release. Severe paravalvular leak (pvl) was resultant and the valve was left in the sinus of valsalva (sov). A second valve was successfully implanted at an annular depth of 4-6 mm with a trace of aortic insufficiency. No other adverse patient effects were reported.